Event description:
The target lesion was in the mid rca, with mild tortuousity, moderate calcification, 99% stenosis. After suctioning the thrombus with the thrombuster, poba was performed with another company's balloon catheter at 16 atm for 20 seconds. Then, the vision stent delivery system (sds) was advanced through the guiding catheter to be implanted; however, in the guiding catheter (before the arch/curved part), the vision device became stuck and didn't move forward. So, it was removed out of the guiding ctheter. When the vision device was checked outside of the patient's body, the stent part was found to be dislodged in the guiding catheter. So, the guiding catheter was also removed out of the patient's bdoy, and the guiding catheter was cut into a few parts to find the dislodged stent. The stent waas found in the guiding catheter. No additional information was available.